Event description:
The customer reported the colonovideoscope displayed an e216 scope communication error message. There was no reported patient harm or impact due to this event. During evaluation at olympus, it was found there was a whitish foreign material in the auxiliary tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In addition to the findings in b5, evaluation found the following: the flexibility adjustment ring was scratched; the hand grip was scratched; switch button 1 was cut; the switch box was scratched; both directional knobs were scratched; the scope connector cover was scratched; the connector cover was scratched; the bending section cover adhesive was scratched; the connecting tube was snaky; and the universal cord's coating was peeling. The following components had corrosion due to water leakage: the plug unit; the circuit board in the scope connector; the micro connector in the scope connector; the scope connector case unit; and the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the sub-water supply channel, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.